Event description:
It was reported to hill-rom that the siderail of the excel care bed was not locked, causing it to swivel down. The siderail was allegedly in the "up" position, but not locked. As a patient was rolling over in bed, the siderail allegedly articulated downward and the patient fell from the bed. No serious injuries occurred. A hill-rom technician inspected the bed and found all siderails operating properly.

Manufacturer narrative:
A hill-rom technician inspected the bed and found all siderails operating properly. Hill-rom engineering is currently investigating the root cause.